Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg up to 600 mg/dl) and insulin injections were administered to address bg. The customer alleged that the pump was not delivering insulin and not declaring occlusion alarms. Tandem technical support assisted the customer with performing a pump system check and no device issues were identified. Tandem technical support advised the customer to discuss the elevated bg with a healthcare provider. The customer acknowledged the information.